Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the patient side system (pss) had errors on arm 2. Site had restarted several times with no change. Technical support engineer (tse) had site do a hard restart of the psc with no change and advised site they could disable arm 2 and use the other two arms. Site did that and surgeon will try to complete the case robotically. Field service engineer (fse) to follow up. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Dvstat contacted for troubleshooting and full troubleshooting was completed. Site disabled the arm to actions to resolve the reported issue/to continue the procedure. The procedure was completed robotically with no reported injury with arm#2 disabled.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During visual inspection, no issues were found that would be related to the reported event. The psm was installed onto a golden system where the component immediately triggered the 307 and 1300 errors. The psm motorpack was then disassembled and using a multimeter, fa found that the axis 6 hall sensor was shorting to the motorpack chassis. As a result of these findings, failure analysis has concluded that the axis hall sensor is the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.